Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample from the cobas e 411 immunoassay analyzer. The initial result was 0.754 miu/ml and was reported out of laboratory. The physician requested repeat testing and the results were 601.9 miu/ml with a data flag and 626.7 miu/ml with a data flag. The repeat results were believed to be correct. There was no allegation of an adverse event. The reagent lot number was 25919900 with an expiration date of 31-nov-2018. Calibration and quality control results were acceptable. Therefore, a reagent issue was excluded. The field service representative found a clogged water filter. The investigation was unable to find a definitive root cause.